Event description:
Pt complained of foot pain, arthritis, dry mouth, breast hardness, itching, swelling of hands and feet, rashes, shortness of breath, sinus infections, and capsular contracture. Implant date: 2/1/80.